Event description:
Experienced pain since surgery; increased over last 12 months. All components were removed - femur is well fixed, but tibial component was loose. Mild grey staining of tissues. Pathology specimens taken. Minimal osteolysis1; copious lavage.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.